Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level, although the caller declined to specify if levels exceeded 500 mg/dl. Technical support provided information on how to reset the pump, assisted with the reset, and confirmed that the malfunction code did not reoccur. The customer was advised to continue using the pump and to contact support again if the issue recurred, which was acknowledged and understood.